Event description:
It was reported while using bd vacutainer® trace element k2 edta (k2e) 10.8mg blood collection tubes, the aluminum levels of 40 tubes exceeded 10g/. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. Bd is unable to duplicate the customer's indicated failure mode: ER (aluminum) as bd labs are currently unable perform testing for trace elements (aluminum). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (aluminum). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® trace element k2 edta (k2e) 10.8mg blood collection tubes, the aluminum levels of 40 tubes exceeded 10 ¿g/. No adverse impact was reported regarding the patient or user.